Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular rupture appears to be related to patient factors (calcification) and possibly procedure factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure the patient suffered a tear in the right coronary sinus/annular rupture and expired. After the deployment of the valve in the aortic position, the patient's blood pressure remained low. The surgeon and cardiologist suspected a tamponade/aortic root rupture due to calcium slicing into the aortic root wall. While the patient remained under general anesthesia a sternotomy was performed and the patient was placed under ECMO. A small aortic root rupture and tamponade were found. The tamponade was removed and the rupture was surgically closed. The patient's pressure was noted to have remained low after the sternotomy the patient expired sometime after the procedure. The native annulus measured 348mm² by CT and had moderate native/leaflet/root calcification.